Event description:
It was reported that during the implant attempt, it was not possible to deploy enough slack in the lead due to tightness of the patient's clavicle. The lead was removed, and the physician attempted to place a stylet into the body of the lead, but was unable to advance the stylet past the middle of the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. The inner insulation and inner tubing were kinked/buckled, and blood was found in/on the helix/lobe mechanism. The lead appeared to have been stretched and damaged at implant.